Event description:
It was reported that this right ventricular (rv) lead was part of the system revision due to infection with sepsis. Reportedly, patient developed a skin cyst on the back of the neck then a systemic infection occurred which caused the vegetation on the lead. There were no additional adverse patient effects reported. The rv lead was explanted.